Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, damaged cable) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. The belt was unable to pass falloff testing. The root cause for the damaged j704 was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.